Event description:
Customer reported that after they completed a surgical procedure and went to release the patient, they rec'd an excessive pid force error. The vacuum system did not shut off and the doctor could not release the patient. The doctor pulled the pid off of the patient's eye and lift the robocone to remove the patient. There was no patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available.